Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Confirmed the device was not cooling through examination of patient data only. The mixing pump would not generate sufficient pressure to draw water into the chiller tank. This determination was concluded by examination of the patient data attached to the notes section. T4 (chiller temperature) was noted to be 4 degrees c. The mixing pump power was at 100 %. T1 and t2 (main tank temperature) did not indicate a drop in temperature. The problem was not able to be duplicated during assessment functional testing. The device failed to complete autofill cycle until the circulation pump was primed with water. Double bend tube and chiller evaporator tube found expanded during servicing. Circulation pump motor had dried out squeaky bearings. The device underwent pm servicing while in for repair. Serviced circulation pump and mixing pump. Replaced circulation pump motor. Replaced heater, both manifold o-rings, and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. It was unknown if there was patient involvement. A reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required for this complaint. A reported event is unconfirmed, labeling/packaging review is not required for this complaint. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was not cooling, checked the chiller tank and it was at 4 degrees, found the mixing pump not to be working, device has 4108 and biomed would do the 2000 hour pm. Per sample evaluation results received on 12apr2023, it was reported that the mixing pump would not generate sufficient pressure to draw water into the chiller tank. It was stated that this determination was concluded by examination of the patient data attached to the notes section. T4 (chiller temperature) was noted to be 4 degrees c. It was also stated that the arctic sun device failed to complete autofill cycle until the circulation pump was primed with water. It was stated that the double bend tube and chiller evaporator tube found expanded during servicing. It was also stated that the circulation pump motor had dried out squeaky bearings. It was noted that the replaced the double bend tube, chiller evaporator outlet tube and circulation pump motor.

Event description:
It was reported that the biomed stated the arctic sun device was not cooling, checked the chiller tank and it was at 4 degrees, found the mixing pump not to be working, device has 4108 and biomed would do the 2000 hour pm

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.